Event description:
The patient presented in or for av node ablation. Review of fluoroscopy revealed possible externalized conductors. No electrical anomalies were detected. Upon explant, no externalized conductors were visible; however, a portion of the insulation showed abrasion between the rv and svc.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found an external insulation abrasion at 24.2cm - 25.5cm, 24.5cm - 25.6cm, and 50.1cm - 50.9cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at these locations.